Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the products in question. Refer to MFR report # 2242352-2012-01311 for related report.

Manufacturer narrative:
The heartstring iii device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly and the anchor tab were partially extended outside of the loading device; they remained anchored to the seal which was located inside of the loading device body. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).